Event description:
Medtronic received information that following the failure of this edwards paramount 2700 valve (serial number unknown) a core valve transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).